Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jan-2019 with the following findings: a review of the black box showed no power interruptions. No data was found in the black box from the time of the reported power issue due to continued use. No damage was found to the battery cap. The battery cap attached securely to the pump. There were no power issues during testing. The battery cap contact measurements were within specifications. The pump was opened and no damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.